Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer changed all supplies in an attempt to resolve the issue, however, no insulin drips were observed to be exiting the infusion set tubing during the load fill tubing process. A supply change was performed to resolve the issue and insulin delivery was successfully resumed. Customer's blood glucose level was 221-300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.